Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for activation of tachycardia therapy on the implantable cardioverter defibrillator following an unrelated diagnostic procedure. The patient had been paced via epicardial leads. Upon enablement of therapy the device over-sensed r waves coming from the temporary pacer and incorrectly diagnosed the event as an episode of ventricular fibrillation. As a result, the device delivered inappropriate anti-tachycardia therapy. The temporary pacemaker was disabled to prevent further occurrence. The patient was in stable condition.